Manufacturer narrative:
Updated fields: e1(site country). Additional information:e1(event site postal code - (B)(6)).

Event description:
It was reported that during functional testing, the cardiosave intra-aortic balloon pump (iabp) unit was producing a hissing sound. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue, investigated and observed that the muffler sm2 from the pressure regulator was broken and suspected that the damage was caused by overtightening of the part during assembly. The fse replaced the muffler (0103-00-0631) then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer this report is being submitted as the result of a retrospective review conducted in CAPA 584165.